Event description:
It was reported that during npwt utilizing a renasys touch and canister, an alarm for full was displayed even though the canister was not full. This problem was solved by exchanging the 800ml canister. There was no patient harm. There was no delay. Canisters will not be returned.

Manufacturer narrative:
The device used in treatment was not returned for evaluation, all provided information has been reviewed and we have not been able to establish a relationship between the reported event or determine a root cause. Probable root cause may include component failure or system set up issues. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.